Event description:
Over the last (B)(6) months, I have been having problems with rayovac hearing aid batteries, which I have duly reported to rayovac. The first problem was very short one to two days battery life. Rayovac blamed this on the federal government's requirement that the batteries be mercury-free. This is nonsense since I have been using rayovac mercury-free batteries for several years with no battery life problem. The second problem was the batteries' being doa (dead on arrival) ie, dead when taken from the package. Rayovac's response was that the batteries need some time to activate after the seal is removed and that I should be patient and the batteries would work! Rayovac offered to replace the batteries, but I replied that I did not want their batteries or their illogical explanations. [Rayovac was not interested in receiving the batteries or the packaging or any info about the batteries or packaging]. I have continued to use the rayovac batteries I had on hand, previously bought on sale, kept in my air-conditioned home, with at least one year remaining on the package exp date and found that in some packages most of the batteries work properly and immediately. In other packages, the batteries are essentially all doa, and no amount of "patience" or "time" will breath life into them; recently in one such package, 6 of 8 batteries were doa. Fortunately, I am not totally hearing aid dependent, but this is an unconscionable situation for pts who are hearing aid dependent. Apparently, rayovac is not interested in addressing this very serious qc problem and is satisfied with moronic explanations that no logical person could accept. FDA should investigate this qc issue, and the public should be warned of this very serious situation. Dates of use: (B)(6) 2011 - (B)(6) 2012.